Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the reported issue during testing and evaluation. The service technician replaced the main board to address the reported issue and returned the defective component to vyaire medical for failure analysis. Vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The main board was installed into an ltv test unit and powered on into maintenance mode. During testing, it was fond that the flow differential transducer (pt4) was out of specification due to foreign debris found inside of the flow differential transducer.

Event description:
It was reported to vyaire medical that the unit was alarming "xdcr fault". There was no patient involved associated with this reported event.